Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 448mg/dl and diabetic ketoacidosis. The customer treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 333 mg/dl at the time of the call. Troubleshooting found that the customer is currently in the hospital and they would call back at a later time to troubleshoot.